Event description:
It was reported that black foreign matter was found on the bd luer-lok¿ tip syringe plunger. The following information was provided by the initial reporter, translated from spanish: "a small black particle is found inside the plunger of the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 27feb2023 . H6: investigation summary it was reported there was a small black particle found inside the plunger of the syringe. To aid in the investigation, one sample in an opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed and there is a black speck of embedded degraded resin in one of the plunger rod ribs. The photo provided shows the sample received. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309653, lot 2090593. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found on the bd luer-lok¿ tip syringe plunger. The following information was provided by the initial reporter, translated from spanish: "a small black particle is found inside the plunger of the syringe."